Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the bleeding controlled? Gst60d with the slr was used to stop bleeding. Did the patient require a transfusion? No. Could you please clarify if there were any patient consequences? Oozing occurred from the staple line. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. There was no problem for the patient. In the event description and file we have the reload for the psee60a was a gst60g (green reload). In the additional information provided it is stated ¿gst60d (gold reload). What was the product code that was used for this procedure/psee60a? The complaint product was the gst60g and it was replaced to the gst60d to complete the case. The device in this procedure was psee60a.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy, a part of the staples was not deployed at the 3rd firing. Bleeding occurred. The device was used on the lung parenchyma. Another gst60d with the slr was used to complete the case. After that, no problem was observed at a leak test. No further information is available.